Manufacturer narrative:
Patient identifier: (B)(6). Field service observed a small leak from the r1 probe and damage to the trigger rod. Multiple parts were tightened/adjusted and replaced, including the all pins replaced and all cables reset for the wash zone probe which resolved the issue. The service history of alinity I processing module serial (B)(4) verifies no subsequent issues have been reported after the complaint was identified. A further review for non-conformances of the wash zone probe was performed with no nonconformances identified. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the alinity I data revealed no systemic issues or adverse trend associated with the discrepant result issue or wash zone probe as described in this complaint. No product deficiency was identified.

Event description:
The account generated (B)(6) alinity I anti-hcv results on serum samples when processing on the alinity I processing module. On (B)(6) 2020 sid (B)(6) generated reactive alinity I anti-hcv results (B)(6) using a serum sample. A plasma sample from the donor was obtained and tested (B)(6). The same serum sample was repeated on another instrument with (B)(6) results. On (B)(6) 2020 sid (B)(6) generated (B)(6) alinity I anti-hcv results (B)(6). The same sample was repeated on another instrument with (B)(6) results. No impact to patient management was reported. No specific donor information was provided.